Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain in the right knee involving a us shapematch cutting guide was reported. The event was not confirmed. Method and results: device evaluation and results: device evaluation was not performed as no devices were received. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿other than a mild right infrapatellar tendonitis, the clinical and radiographic progress of his total knee arthroplasties was satisfactory. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No device specific failure modes were identified. A search of the super and chs complaint databases indicated other events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold and voluntary recall ra 2012-171. Conclusions: the provided medical information was evaluated by a consulting clinician who concluded: ¿other than a mild right infrapatellar tendonitis, the clinical and radiographic progress of his total knee arthroplasties was satisfactory.¿

Event description:
It was reported that the patient has pain and needs a revision surgery.

Event description:
It was reported that the patient has pain and needs a revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.